Event description:
This case was cross referenced with case: (B)(4). This unsolicited case from united states was received on 06-dec-2017 from health care professional. This case concerns (B)(6) year old female patient who received treatment with synvisc one and the same day had acute right knee pain; after unknown latency patient had right knee swelling, right knee was aspirated; pain when standing/pain with starting walking and getting up, right knee stiffness. Also device malfunction was identified for the reported lot number. No medical history, past drugs or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: 31- may-2020) for osteoarthritis in the right knee. The same day, patient had gone to emergency (ER) at the hospital who referred patient to health care professional (hcp) and gave her morphine in the ER (latency: 0 day). On an unknown date in (B)(6) 2017, patient returned with swelling and acute pain (latency: unknown). The right knee was aspirated and patient was given methylprednisolone (medrol) dose pack (latency: unknown). On (B)(6) 2017, patient returned again to hcp with pain when standing and stiffness, pain with starting walking and getting up. Patient was given diclofenac sodium (diclofenac) at the dose of 75 mg twice a day, the usual naproxen was discontinued. Patient was given activity restrictions, advised to elevate leg and given foot and ankle pumps (possibly sequential compression devices; reporter was unsure). Patient declined aspiration of knee that day. Corrective treatment: methylprednisolone dose pack and morphine for acute right knee pain; methylprednisolone dose pack for right knee swelling; diclofenac sodium, advised to elevate leg and given foot and ankle pumps (possibly sequential compression devices) pain when standing/pain with starting walking and getting up and right knee stiffness outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented seriousness criterion: required intervention for device malfunction, acute right knee pain, right knee swelling additional information was received on 06-dec-2017 and 02-jan-2018 (both processed together with the clock start date of (B)(6) 2017). The additional event of device malfunction was added. The global ptc number with ptc result was added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 6-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain in knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case was cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 06-dec-2017 from health care professional. This case concerns (B)(6) year old female patient who received treatment with synvisc one and the same day had acute right knee pain, right knee swelling; after 1 day right knee was aspirated/ aspirated 75 cc of inflammatory fluid; after unknown latency pain when standing/pain with starting walking and getting up, right knee stiffness. Also device malfunction was identified for the reported lot number. No medical history, past drugs or concurrent condition was provided. Concomitant medications included: naproxen, ondansetron, hydrocodone, ciprofloxacin hydrochloride (ciprofloxacin), diclofenac sodium (diclofenac), nitrofurantoin, meclozine (meclizine), phenazopyridine. Medical history included: hyperparathyroidism, osteoarthritis and cancer. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: 31- may-2020) for osteoarthritis in the right knee. The same day, patient had gone to emergency (ER) at the hospital who referred patient to health care professional (hcp) and gave her morphine in the ER (latency: 0 day). On (B)(6) 2017, patient returned with swelling and acute pain (latency: same day). The right knee was aspirated and patient was given methylprednisolone (medrol) dose pack (latency: 1 day). On (B)(6) 2017, patient returned again to hcp with pain when standing and stiffness, pain with starting walking and getting up. Patient was given diclofenac sodium (diclofenac) at the dose of 75 mg twice a day, the usual naproxen was discontinued. Patient was given activity restrictions, advised to elevate leg and given foot and ankle pumps (possibly sequential compression devices; reporter was unsure). Patient declined aspiration of knee that day. Corrective treatment: methylprednisolone dose pack, morphine and morphine for acute right knee pain; methylprednisolone dose pack for right knee swelling; diclofenac sodium, advised to elevate leg and given foot and ankle pumps (possibly sequential compression devices) for pain when standing/pain with starting walking and getting up; medrol for right knee was aspirated/ aspirated 75 cc of inflammatory fluid; not reported for right knee stiffness outcome: recovered for acute right knee pain, right knee swelling, right knee was aspirated/ aspirated 75 cc of inflammatory fluid; unknown for other events a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented seriousness criterion: required intervention for device malfunction, acute right knee pain, right knee swelling; right knee was aspirated/ aspirated 75 cc of inflammatory fluid additional information was received on 06-dec-2017 and 02-jan-2018 (both processed together with the clock start date of 06-dec-2017). The additional event of device malfunction was added. The global ptc number with ptc result was added. Text amended accordingly. Additional information was received on 18-jan-2018 from the patient. Concomitant medications and medical history were added. Event of right knee was aspirated was updated to right knee was aspirated/ aspirated 75 cc of inflammatory fluid. Outcome of event of acute right knee pain, right knee swelling, right knee was aspirated/ aspirated 75 cc of inflammatory fluid was updated from unknown to recovered. Corrective was updated for the event of acute right knee pain. Seriousness for the event of right knee was aspirated/ aspirated 75 cc of inflammatory fluid updated. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 18-jan-2018: the follow up information received doesnot change previous case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain in knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
(B)(4). This unsolicited case from united states was received on (B)(6) 2017 from health care professional. This case concerns (B)(6) female patient who received treatment with synvisc one and the same day had acute right knee pain; after unknown latency patient had right knee swelling, right knee was aspirated; pain when standing/pain with starting walking and getting up, right knee stiffness. No medical history, past drugs or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: 31- may-2020) for osteoarthritis in the right knee. The same day, patient had gone to emergency (ER) at the hospital who referred patient to health care professional (hcp) and gave her morphine in the ER (latency: 0 day). On an unknown date in (B)(6) 2017, patient returned with swelling and acute pain (latency: unknown). The right knee was aspirated and patient was given methylprednisolone (medrol) dose pack (latency: unknown). On (B)(6) 2017, patient returned again to hcp with pain when standing and stiffness, pain with starting walking and getting up. Patient was given diclofenac sodium (diclofenac) at the dose of 75 mg twice a day, the usual naproxen was discontinued. Patient was given activity restrictions, advised to elevate leg and given foot and ankle pumps (possibly sequential compression devices; reporter was unsure). Patient declined aspiration of knee that day. Corrective treatment: methylprednisolone dose pack and morphine for acute right knee pain; methylprednisolone dose pack for right knee swelling; diclofenac sodium, advised to elevate leg and given foot and ankle pumps (possibly sequential compression devices) pain when standing/pain with starting walking and getting up and right knee stiffness. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention for acute right knee pain, right knee swelling